Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking in the tubing, and returned one used sample of material 11532269, lot unknown. The sample was examined, and no issues were seen, besides tape and a note on the pump segment. The pump segment was noticed to be leaking when infused with water, and the complaint was verified. When examined under microscope, there was a small hole in the tubing found in the silicon at lower fitment. Investigation conducted at the manufacturing could not find a root cause for the failure mode. The root cause is unknown. The issue can be potentially caused by user loading, we urge the customer to carefully load the pump segment top-first. Device history record review (possible lost based on smart site ID) model lot number lot quantity qn q7 mfg date 11532269 24025690 (B)(4) pcs none none feb 08, 2024. 11532269 24025691 (B)(4) pcs none none feb 10, 2024. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged the following information was received by the initial reporter with the following verbatim: concern description: tubing cracked - leaking nurse removing.